Manufacturer narrative:
Block h6: imdrf impact code f0801 captures the reportable event of patient being sent to intensive care unit. Imdrf impact code f17 captures the reportable event of patient sedation. Imdrf impact code f2202 captures the reportable event of additional gastroscopy procedures. Imdrf device code a22 captures the reportable event of bands fell off the varix.. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the handle slot had the trip wire inserted. The suture thread was in good condition and contained the seven knots. The returned irrigation tube was in good condition. Per media analysis on the provided photo, it showed that a band fell off from a varicose vein. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands fell off the varix was confirmed based on media analysis. Upon analysis of the returned handle assembly, it did not have evidence of malfunction or problems. Without the proper evaluation of the bands, the most probable root cause cannot be established due to lack of evidence, perhaps the manipulation, or due to patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the bands were deployed onto the new varices, the bands slowly slid off of the esophageal varices. It was noted that there was no difficulty experienced upon setting up the device. It was reported that the patient was restless. After consultation of the intensivist, it was decided to perform a new gastroscopy procedure with deeper sedation at the intensive care unit (ICU) with a new speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device inside the patient were provided by the customer and showed some varices were ligated, and one band fell off which did not ligate onto the varix.

Manufacturer narrative:
Block h6: imdrf impact code f0801 captures the reportable event of patient being sent to intensive care unit. Imdrf impact code f17 captures the reportable event of patient sedation. Imdrf impact code f2202 captures the reportable event of additional gastroscopy procedures. Imdrf device code a22 captures the reportable event of bands fell off the varix..

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the bands were deployed onto the new varices, the bands slowly slid off of the esophageal varices. It was noted that there was no difficulty experienced upon setting up the device. It was reported that the patient was restless. After consultation of the intensivist, it was decided to perform a new gastroscopy procedure with deeper sedation at the intensive care unit (ICU) with a new speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device inside the patient were provided by the customer and showed some varices were ligated, and one band fell off which did not ligate onto the varix..